Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, lead fracture, high, out of range pacing lead impedance and loss of ventricular capture were observed. Programming changes were made. The patient refuses replacing the system. The patient condition is fine.